Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the broach impactor was returned without the locating pin, compression spring, and thumb pin. The event described is consistent with a deterioration of the epoxy bond between the shaft and the pin, thus allowing the pin to migrate. Evaluation: device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It is reported that the tibial broach impactor broke with spring and pin disengaging.